Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that pieces of the rubber stopper broke off into the barrel, outside of the fluid path, on the bd luer lok¿ syringe. The following information was provided by the initial reporter: parts of the black rubber stopper in the syringe had broken off into the medication and also inside the barrel outside of the medication.

Manufacturer narrative:
H.6. Investigation summary: three photos received for investigation. Upon visual inspection, a 20ml syringe is displayed with liquid inside, a piece of black particle appears inside. Due to the fact that only photographs are received which do not show the reported defect, it is not possible to carry out a robust analysis of the reported finding, it is necessary to have the physical sample to perform a fourier transform infrared spectroscopy analysis , to identify the particle and verify if the stopper presents any type of damage that will cause detachment. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that pieces of the rubber stopper broke off into the barrel outside of the fluid path on the bd luer lok¿ syringe. The following information was provided by the initial reporter: parts of the black rubber stopper in the syringe had broken off into the medication and also inside the barrel outside of the medication.